Event description:
It was reported that the customer was hospitalized due to high blood glucose. The customer's blood glucose level was 450 mg/dl. The customer was admitted to (B)(6) on monday at 11:00 pm. The customer was treated with insulin drip until blood glucose became stable. The customer was advised that we are sending replacement of the insulin pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.